Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the septal tear and surgical intervention. It was reported that after the trans-septal puncture was performed, an effusion and cardiac tamponade occurred. The blood was drained and the mitraclip procedure was started. Two clips were successfully implanted, reducing grade 4 mixed mitral regurgitation to grade 1-2. Unfortunately, the bleeding did not stop, and it was possible that use of the steerable guide catheter (sgc) may have contributed to the septal tear. The patient was taken to surgery for surgical repair of the septum. The surgery was successful. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of cardiac tamponade and atrial perforation (atrial septal defect), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the atrial perforation and cardiac tamponade appears to be the result of procedural circumstances as these effects were noted after the trans-septal puncture was performed. The surgical procedure (major surgery) was a result of case-specific circumstances as the patient was sent to surgery to repair the septum. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was provided. When the steerable guide catheter (sgc) was pulled back to the right atrium, peri-cardiac effusion emerged and the patient condition was deteriorated with cardiac tamponade. Surgical hemostasis to right and left atrium defect was successfully completed. No additional information was provided.